Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history records review could not be performed. There are multiple factors that can contribute to stent fracture in the brachiocephalic vein. It is a very dynamic vessel that undergoes multiple biomechanical forces. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported stent fracture. In-stent restenosis, vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Factors that may have influenced this event include pt, procedural, pharmacological and lesion.

Event description:
The pt is a female dialysis pt who had a temporary dialysis catheter placed through the jugular vein into the left brachiocephalic vein. The catheter eventually led to stenosis of the brachiocephalic vein. In 2007, a stent was placed in the proximal brachiocephalic vein to treat the stenosis. The palmaz genesis peripheral stent and delivery system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The pt returned in 2009, with swelling of the left arm. Restenosis and venous obstruction was diagnosed after an angiogram was performed which also found that the stent had separated in two separated by approximately 0.5mm. The restenosis was noted by the physician to be due to the stent separation, and the restenosis site was ballooned. The doctor also suspected that the stenosis is a chronic problem as the pt is a diabetic and has been on dialysis for the past 2 years. The pt's condition was noted as stable immediately after the procedure.